Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: no patient information to date after calls to customer 08/09/23 and 08/10/23. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient injury.